Event description:
The patient claimed that the animas pump will not power on. There was no product misuse. The battery cap and compartment was not damaged. The battery compartment was corrosion free. The battery was replaced but the issue was not resolved with training. The product was sent back for investigation. The patient was advised to go on the backup plan. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, it was observed that the pump¿s black box and history for the event on (B)(6) 2011 have been overwritten. The current black box showed two pump reboots. There was no physical damage observed to the battery cap or battery compartment; the battery cap fastens securely and holds power to the pump. The pump was exercised for a 24 hour duration period with the returned battery cap; no power interruptions occurred during this time period. The black box showed evidence of time and date reset after the pump rebooted on (B)(6) 2013. Unrelated to the complaint, evaluation revealed that the internal clock battery on the printed circuit board was leaking. There was no evidence of internal moisture or intermittent connections observed on the power terminals. The power interruptions were observed in the history but were not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.